Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported by the clinician that during a device check a false elective replacement indicator alert appeared. The patient's daughter stated that her mom had several cautery procedures for gi bleeds. The patient was checked in as inpatient during interrogation the programmer displayed pre-implant -eri- date 2003 and - end of service- date (B)(6) 2018. After a software download the device resumed normal function. The patient was stable post procedure.